Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of invalid impedances was confirmed. As received, microscopic inspection showed returned lead (a) and returned lead (b) found internal lead wires broken and this will cause invalid impedances. The cause of the event remains unknown.